Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was unable to replicate the reported event, system functioned as designed and without problems. No further issues were reported. No parts were returned or replaced. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during the 27th annual meeting of the (B)(4) for hypothalamic and pituitary tumors the navigation system stopped tracking. The non-invasive patient tracker and instrumentation had a recognition failure. To troubleshoot the issue, the medtronic representative checked the "emitter details" tab in the software and found an error message. The medtronic representative disconnected and reconnected the system along with restarting the system without resolution. The medtronic representative then reported the system became unresponsive. There was no patient present when this issue was identified.